Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle the polybag wasn't sealed properly. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: upon further review, open polybags are not considered a sterile breach, these complaints were over-reported. This complaint is not reportable.